Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure name and date. Pancreas surgery, anastomosis; date is unknown. Please provide lot number: unknown. How was procedure successfully completed? Yes. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a pancreas anastomosis procedure on an unknown date in 2021 and suture was used. During the procedure, the suture and needle detached easily. No adverse patient consequences were reported. Additional information was requested.